Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) the actual device was not returned, but performance information was collected from the device and we have analyzed the data. No anomalies were found.

Event description:
It was reported that while using a demo product, the rep noted that it was possible to program the lead monitor to adaptive while the lead polarity is set to unipolar pace/sense. This is not possible in other similar devices, where there is an interlock feature that prohibits this programming. The rep noted that the interlock was not present in this particular device. No patient involvement.